Manufacturer narrative:
Two sample tubes were received for investigation on 03-mar-2025. The customer¿s results were confirmed. Two samples were analyzed regarding their antigen reactivity in the elecsys cmv igg assay, the results indicated inherent reactivity rather than systemic interference. In immuno-blot analysis, no reactivity was detectable. Considering all results, the roche elecsys cmv igg assay was consistent with a false-positive result. Below are the investigation results: elecsys cmv igm: both samples were non-reactive. Elecsys cmv igg: both samples were reactive. Elecsys cmv igg avidity: both samples showed high avidity. Recomline cmv igg: both samples were non-reactive. Elecsys cmv igg submodule analysis: inherent reactivity rather than systemic interference. The calibration and qc were acceptable. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e801 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about questionable high results for 1 patient serum sample tested with elecsys cmv igg assay on a cobas e801 module when compared to a competitor's (diasorin liaison xl) analyzer. Elecsys cmv igg result: 2.26 u/ml (interpreted as reactive). Elecsys cmv igm result: 0.267 coi (interpreted as non-reactive). The sample was then tested for cmv igg and cmv igm on a diasorin liaison xl and the results were both <5.0 ua/ml (interpreted as non-reactive).